Event description:
The pump was returned for investigation. Investigation revealed that the pump case was cracked along the battery compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 03/31/2014.

Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on 03/31/2014 with the following findings: evaluation revealed that the pump case was cracked along the battery compartment. Unrelated to the complaint, testing revealed the time and date reset to factory settings. The pump was opened and evaluation revealed the internal clock battery on the circuit board had failed. (B)(6).